Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin leaked past the second o-ring. Customer reported that when the bottom of the reservoir was unscrewed, insulin came out. Customer's blood glucose was unknown. Customer was educated on issues that could cause reservoir to leak. Customer was advised that reservoir would be replaced.